Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Reporter¿s phone number was not provided concomitant medical devices and therapy dates: small battery drive device, (B)(6) 2021. UDI: (B)(4).

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that, prior to an unspecified surgical procedure, it was observed that the (2) small battery drive devices were functioning intermittently. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed. And it was determined, that the device had insufficient/low power. And failed pre-test, for check power with the test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be, due to component failure from normal wear.